Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer stated she was cooking; her insulin pump alarmed no delivery, checked her blood glucose and it was 585mg/dl. Customer stated the insulin pump alarmed while attempting to fill tubing. Customer stated during troubleshooting the insulin did not exit, but attempted manually and it did work. Advised customer to perform 5.0u test with filled cannula/fixed prime. Customer stated the insulin pump did not alarm no delivery. The customer checked her blood glucose again after troubleshoot and her blood glucose was over 600mg/dl. Customer stated she felt fine; just had a busy and stressful day. Customer declined high blood glucose troubleshooting.